Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. The investigation showed that the cap inside, by the chamber for the o-ring is cracked. The chamber for the o-ring and the plastic part for fixating the o-ring was too tight. We have corrected this problem. The associated risk is injury by microbial, viral or prion infection (patient harm) , therefore upon retrospective review, this complaint was identified as reportable. The complaint is confirmed. All available information has been disclosed. The complaint has now been closed.

Event description:
This is to report to you that we have a bubbling issue with 8267.vit. Occured at the beginning of the surgery with higher cut rate. Sample is available.